Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter displayed an error 2 message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported the issue started on (B)(6) 2018. The patient manages his diabetes with oral medication, diet and exercise and continued to take his usual dose of ¿3 pills metformin 850mg daily¿ in response to the alleged issue. The patient reported that he developed a symptom of ¿shakes¿ on (B)(6) 2018 and denied receiving any treatment. During troubleshooting the cca noted that the patient followed the correct testing procedure and used the correct test strips. It was not the first time the patient had used the device and there was no apparent misuse. When the patient was walked through a retest the issue was resolved. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.